Event description:
It was reported that (1) device was used during a skin closure. It was reported by the affiliate that the pmw35, after firing, the stapler can not be released from the skin smoothy. Another instrument was used to complete the case. There was no consequence to the pt.